Manufacturer narrative:
Device analysis report is attached. This report is submitted on october 13, 2021.

Manufacturer narrative:
This report is submitted on december 15, 2020.

Event description:
Per the clinic, the patient developed a skin infection at the implant site, and was treated with oral and topical antibiotics (date and duration not reported). The device was explanted on (B)(6) 2020. It is unknown if there are plans to reimplant the patient with a new device as of the date of this report.